Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the device serial numbers were unknown. The patient had the device repositioned (B)(6), 2018. The number (B)(4) came up on the physician programmer and not an 0x¿ number. The issue had been resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their battery repositioned on (B)(6) 2018. The patient had just switched the device back on and said that they received a power on reset (por) message when trying to connect. The patient was unable to connect. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.